Event description:
A patient reported that they were trying to change code in meter but display would continue to show 33. Their meter allegedly had a display issue. No comparison was done. Patient reported they felt hot (not sure if experienced high or low glucose symptoms). Treatment after use of meter was food, beverage and diabetes medication. No further information has been reported.